Manufacturer narrative:
Philips service provided the license file and reconfigured the video wall settings. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the flexvision license file was missing for new pc setup on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.